Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification.

Event description:
It was reported that onyx could not be visualized under the fluoroscopy. The patient was reported to have an infarction.